Event description:
It was reported that this pacemaker was part of the system revision due to infection and purulent discharge. No adverse patient effects were reported. The pacemaker was explanted.

Event description:
It was reported that the patient with this pacemaker exhibited infection and purulent discharge. A revision was performed and the pacemaker along with the right atrial (ra) lead and left bundle branch (lbb) lead were explanted. No adverse patient effects were reported. The pacemaker will not be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against this device was not confirmed. This device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results.